Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Reportedly, pump showed a full charge when usb cable was unplugged. Customer's blood glucose was 92 mg/dl.